Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced symptoms described as "breathing problems" and was unable self-treat. The customer had contact with a healthcare professional who provided unspecified (dose/type) "istain magomery, insulin" as treatment and obtained an unspecified blood glucose result. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader megb242-g0302 has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Visual inspection was performed on the returned ubs and charging cable and no issues were observed. The returned charging cable was used with a known good reader, the reader's date and time were successfully set. The reader powered on with button press, a blank screen was not observed therefore, the issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.